Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation found camera cable is flooded, corrosion on the coupler was noted. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, if the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is included in the "warning" section in the instruction manual "checking the remote switch, focus and zoom switches". Always check that all remote switches are working properly before use, even if you do not plan to use the remote switches. Failure to unfreeze the image during use may result in injury to the body cavity, bleeding, or perforation. Always confirm that all focus and zoom switches are working properly before use, even if you do not plan to use the focus and zoom switches. Failure to do so may cause the switches to malfunction during use, which may result in injury to the body cavity, bleeding, or perforation¿. Do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Based on investigation results, the complaint was confirmed. Flooding of the camera cable found, indicated that the internal ccd may have malfunctioned . It was presumed that the ccd malfunctioned, resulting in the inability to communicate normally, leading to the event of image disappearance (blackout). The identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported with an issue of " image disappears /darkens and the visual field is suddenly lost "(blackout). The issue was found at preparation for use. The device was replaced and the intended diagnostic deviated septum procedure was completed using a similar device . There was no patient harm, no harm reported due to the event.